Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 28 mmol/l at the time of the event and had a sensor glucose vs blood glucose reading mismatch. The customer reported hyperglycemia, diabetic ketoacidosis and loss of consciousness was treated with intravenous insulin infusion during hospitalization. The event involved product mmt-1885. Troubleshooting was partially performed and the sensor glucose value was 4.2 mmol/l. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. The customer declined to continue with troubleshooting. No further patient complications were reported. The customer discontinued the use of the device. Mmt-1885 was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2024 and (B)(6) 2024 to (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the (primary) event date of (B)(6) 2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the (primary) event date of (B)(6) 2024 in the formatted history file. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date of (B)(6) 2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 11:41:00.000 (B)(6) 2024 11:51:00.000 unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. There were no fatal critical alarms, or three consecutive¿critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm and pump error 35 alarm confirmed in the detailed trace file on (B)(6) 2024 16:56:01.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs/dka. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.